Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose level was 235 mg/dl. The customer performed self-test and the insulin pump did not vibrate. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit failed to vibrate during self test due to vibrator motor connector broken black wire. Unit had minor scratched lcd window and cracked reservoir tube lip.